Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had a boot-up failure. The device was not changed out, as the user rebooted the monitor and it worked normally. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This is related to MDR # 1828100-2013-00950 and MDR # 1828100-2013-00970 (same event, different dates).